Event description:
Blood glucose measured 511 mg/dl and hi within 10 minutes of each other and two hours later went to the emergency room (ER). It was reported the hospital lab measured 216 mg/dl and did not eat or take medication in between time going to the hospital.reporter stated other readings received were 512 mg/dl at 8:20, 236 mg/dl at 8:50, 259 mg/dl at 8 pm, and 555 mg/dl at 7:50. N0 treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.